Event description:
The hosp reported that during an off pump procedure, the stabilizer "broke." A second stabilizer was used to complete the procedure. No pt complications were reported by the hosp. Failure analysis performed in 2004 indicated the foot coupler was broken into pieces. The following month, it was confirmed that the surgeon had to retreive pieces of the stabilizer from inside the pt.